Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the service technician noted the following action taken: maintenance inspection functional testing has been performed in accordance with the service & repair procedure se_037288. During the pre-repair diagnostic assessment the service technician identified the following: no fault identified. The device failure reported by the customer could not be confirmed. The device was returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the device sometimes stops working. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: (B)(6). Service history review of the device has been performed. The review indicates that the device has not been serviced during the last six months. There is no information relevant to the current complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.